Manufacturer narrative:
The user had difficulty placing the catheter over the .018 guidewire. Once in the vessel, only a quarter of the imaging was observed. The catheter was removed from the vessel and inspected. The user observed that the guidewire was stuck and subsequently the catheter tip became detached during the manipulation. The return catheter was analyzed. A .018 guidewire was threaded through the catheter with no resistance felt. There was no bond failure for the catheter. The catheter was manufactured to specification. Although the tip detachment did not occur while in the patient's vessel and the device did not cause or contribute to an injury, a report of a catheter tip detachment can have serious consequences, therefore, an MDR report is being submitted as notification.

Event description:
Catheter tip dislodged when the guidewire became stuck.